Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no physical damaged was found on the exterior of the device. Customer's reported issue was duplicated when loading a syringe on to the device. The root cause of the reported issues was found to have been caused by the customer's incorrect assembly of the device. Actions taken to mitigate the reported issue: assembled the timing plates correctly. Performed syringe reading test and all functional test which the device passed. UDI information is unknown.

Event description:
It was reported that device is not recognizing the syringe size. No patient injury reported.